Manufacturer narrative:
Following information reported, the enterprise 8000 bed lowered unintended without any commands given by the user and then when the user was trying to raise the bed platform, the bed did not move. There was no information regarding patient involvement. No injury or other medical consequences were reported to arjo. The device evaluation revealed that the attendant control panel located on the outside panel of the foot end safety side did not function properly and may have caused the bed to move unexpectedly. This part was replaced and functional testing confirmed the proper functionality of the bed. In summary, there was no indication that the arjo medical bed was used with the patient when the bed lowered unintended. The enterprise 8000 bed did not meet the manufacturer¿s specifications as the attendant control panel was defective. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to the unintended bed movement.

Event description:
Following information reported, the enterprise 8000 bed lowered unintended without any commands given by the user and then when the user was trying to raise the bed platform, the bed did not move. There was no information regarding patient involvement. No injury or other medical consequences were reported to arjo.